Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient site infection as the patient had left a cannula on her left arm in place for 76 hours by mistake event on (B)(6) 2026 due to which the skin became sore, red and raised the patient was seen by her healthcare physician(hcp) and was put on antibiotics for a site infection. No further information available.